Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient went to the hospital due to peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) was conducted. However, the pdrn did not have access to any hospital records related to the peritonitis event. The patient was expected in the pd clinic with their discharge paperwork. Attempts to obtain additional information after the patient visit were unsuccessful.